Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, a malfunctioned PICC with persistent no blood return on red lumen despite alteplase. Line was removed and found a fracture (short of an inch slit) along the catheter. No apparent adverse event or serious injury to patient or staff.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was confirmed. The product returned for evaluation was one 4fr dl powerpicc catheter. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10 ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and a longitudinally aligned split was observed between the 29 cm and 35 cm depth markers. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: ¿ the catheter material was visibly lighter in color at the fracture site ¿ granular fracture surface texture (typical of tearing failure modes) ¿ varying catheter diameter, which may be indicative of material ballooning. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.